Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1264352. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima-ii¿ closed IV catheter system the catheter split. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient, a patient with viral cold, underwent trioxygen autoblood therapy in the treatment room of the pain department on (B)(6) 2022. During the preparation of the patient, when connecting the closed vein indwelling needle, a tear was found at the plastic needle of the indwelling needle, and a new indwelling needle was replaced for puncture. No harm was done to the patient during this treatment.